Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited alarms and a flat motor current with suspected clot entrainment. The decision was made to remove the pump. It was pulled back across the aortic valve while they were preparing to remove. A new pump was not inserted as the patient has already been hemodynamically stable. It was reported that the patient survived the procedure.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. No data logs were returned and there is no data available on constellation. The cause of the saturated flow was most likely biomaterial based on the provided clinical information. This report is being filed as part of a retrospective review of historical records.